Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, it was noted that 71.3 volume was left in the cassette. No patient consequences were reported. No adverse effects were reported.